Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: patient was implanted with lcp olecranon plate and screws on (B)(6) 2012. Patient suffered from proximal ulna fracture after stumbling and patient shows signs of diffus osteopenia. The plate broke post-operatively on (B)(6) 2012. Patient was returned to the operating room on (B)(6) 2012 for revision surgery. The surgeon removed the plate and patient was revised with a new plate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. The investigation could not be completed; no conclusion could be drawn, as the product is entering the complaint system. The manufacturing documents were reviewed and no complaint related issues were found.

Manufacturer narrative:
Additional narrative: this device is used for treatment, not diagnosis. The examination of the raw material inspection sheets and the manufacturing papers showed that the chemical composition, microstructure and mechanical properties of the plate are in compliance with ao/asif specifications and the international standard astm f67 and synthes specification (B)(4) revision a for implants made of commercial pure titanium. The dimensions of the plate were checked as far as measurable using a sliding caliper and found to be in accordance with the technical drawing and ao/asif specifications. When examining the proximal fracture surface of the plate using the scanning electron microscope - sem, the initial fracture areas and the fracture behavior could be identified. The crack initiation started from the upper side of the plate hole and ran through the material. After breaking, the two plate fragments rubbed against each other causing strong destruction of the fracture surface - abraded areas, secondary corrosion. A pattern of ripples or fatigue striations was observed at the crack propagation zone. Each striation represents the successive position of an advancing crack front. The fracture surface showed mainly a structural breakage appearance with fatigue striations and corrosion attack. Structural breakage appearance is typical for pure titanium and indicates high alternating loads. We assume that the plate became highly stressed during the functional postoperative and follow-up phase. The investigated plate had to absorb and neutralize forces that may have been greater than the tolerable load. Based on the structure of the fracture surface we can conclude that the investigated implant failed because of dynamic bending loads which finally led to the fatigue failure of the investigated plate. Postoperative activities of the patient in combination with a possible instable fracture situation may have played a certain role, too. We found no evidence of material or manufacturing defects.